Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained. Additional information was received that the reason for the replacement procedure was that the patient experienced inadequate simulation. The patient was doing well postoperatively and the explanted device was kept by the facility.